Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded intraocular lens (iol) was placed and removed during the same procedure because the iol did not hold in the bag or sulcus. The iol tilted, and the doctor was dissatisfied with its placement, so she removed it and replaced it with an anterior chamber lens. This was not a product-related issue. The doctor simply changed her mind. The patient required vitrectomy and sutures, with a total of six sutures placed. No further information is available.